Event description:
Additional information received from the patient indicated they first stared experiencing the extreme difficulty charging from the beginning in (B)(6) 2015. The patient had notified their managing physician and he said it was scar tissue and pushed it and it seemed to be better for a little while. It was noted that the ¿rep¿ said that it was placed incorrectly. The patient did not experience any symptoms related to the charging issue. The patient¿s husband would draw a marker around the charger when they found the right spot. It was noted that the battery was too low on the patient¿s buttock and the charger slides up when the patient sits.

Event description:
The patient reported difficulty recharging, maintaining antenna over the implantable neurostimulator (ins). The ins was in lower than usual so it slide when they put the antenna on it and sat down. The back of the chair pushes it up. The manufacturer representative (rep) suggested try adhesive disks. It was stated that the ins would not stay in place to charge. They met with a rep at the end of april or beginning of may. The event date was (B)(6) 2015. Other relevant medical history includes non-malignant pain.

Event description:
Additional information was received from the patient. It was reported that the patient solved the problem and was not having any issue recharging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.